Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There has been two other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens (iol) implant procedure, a very clear mark or scratch was observed in the middle of the lens after the iol was delivered in the bag. The lens has been cut for removal from the patient¿s eye. The replacement lens was used and the surgery was completed. There was patient contact with the product but no patient harm was reported. The patient's symptoms were resolved. Additional information has been requested.

Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic was dried on the lens. Both haptics were folded in on the anterior optic surface. One haptic was broken gusset area. This damage appeared to have been caused by the return placement in the lens case. The lens was cleaned with klrp. A scratch is observed, off center on the anterior optic surface. This was a small narrow scratch, similar in appearance to damage caused by in instrument used to grasp the lens. A qualified cartridge and handpiece were indicated. The viscoelastic used was not provided. It is unknown, if a qualified product was used. A small narrow scratch was observed, on the anterior surface of the optic. This scratch is similar in appearance to damage, that can be caused by in instrument used to grasp the lens (loading forceps). All lenses are 100% inspected for cosmetic attributes. The observed, scratch would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded, that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information was provided by the facility, that they think the damage was from the forceps, or the plunger. The manufacturer internal reference number is: (B)(4).